Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced chronic skin overgrowth at the abutment site. Subsequently the patient underwent revision surgery on (B)(6), 2014 to excise the excess tissue. During the same procedure the abutment was exchanged. The implanted device remains.